Event description:
Incident was reported to lumenis in 02/2006. Three pt had reactions up to second degree burns, and one sought evaluation and/or treatment in the emergency room, following treatments that were performed at the inservice provided by lumenis. A service call was scheduled to evaluate the lumeone system.